Event description:
Information received from the (B) (6) study indicated that a patient experienced a myocardial infarction (mi) after having multiple coronary artery stents implanted. The patient¿s medical history is significant for previous non-target lesion percutaneous intervention, hyperlipidemia, hypertension, mi, and prostate cancer. The indication for the procedure was positive ischemia. The diagnostic catheterization was performed approximately two months prior to the intervention due to a scheduled back surgery. The patient had a total of four lesions treated during the index procedure, the proximal and mid left anterior descending artery (lad) and the proximal and distal circumflex (cfx). The mid lad was described as calcified, de novo, tortuous and 80% stenosed. The lesion was pre-dilated with an unknown balloon followed by the implant of a 2.50mm x 18m cypher rx stent at 16 atmospheres. The stent was not post-dilated and the reported residual stenosis was 0%. The proximal lad was also calcified, tortuous, de novo and f60% stenosed. The lesion was direct stented with a 2.50mm x 23mm cypher rx stent at 16atms. The stent was post-dilated for optimal expansion and the reported residual stenosis was 0%. The proximal cfx was described as heavily calcified, extremely tortuous, de novo and 70% stenosed. The lesion was pre-dilated twice followed by the implant of a 3.5mm x 13mm cypher rx stent. The distal cfx was described as moderately calcified, severely tortuous, de novo and 70% stenosed. Timi prior to implant was 0%. The lesion was pre-dilated followed by the implant of a 3.5mm x 13mm cypher rx stent. The patient was discharged the following day. The day after discharge the patient returned with chest pain and was diagnosed with a non-st elevation mi.

Manufacturer narrative:
The physician noted that it was related to the procedure and not to the cyphers because the procedure was a long and difficult one. Angiography was not performed again, the event was medically managed and the patient was discharged 2 days later. This is one of four products involved with the reported event. The associated manufacturer report numbers are 3003742446-2010-00077, 3003742446-2010-00079, 3003742446-2010-00080. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is a known potential adverse event associated with implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event.